Event description:
It was reported by the patient that the device ¿malfunctions and resets itself,¿ during which the patient experiences ¿pectoral muscle thumping.¿ the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.